Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the system log files showed a motor assembly z rotation error. During troubleshooting, it was observed that the z-rotation brake does not release and there is no motorized movement for z-rotation. Fse identified the cause of the issue as a faulty motor controller for z rotation. To resolve the issue, fse replaced the motor controller and z-rotation motor assy, calibrated the current for the required motors, and verified operation. After which, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that there was an issue with the c-arm movement of the allura device. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.